Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis (described as peritoneal dialysis inflammation). The cause and treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. On unreported dates, the patient was recovered from the event and dianeal therapy was withdrawn. No additional information is available.